Event description:
It was reported that the customer had 8 occurrences of several pump errors all on the same day. It was impossible to rewind the piston because it was blocked. The pump errors included post-reset ram alarm, drive count/time values or change incorrect for moving or coasting (too slow or too fast), hardware low level failures, and interprocessor communication error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump error 37 alarm was noted in the alarm history. The insulin pump passed rewind, seat and displacement accuracy test. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was monitored. No unexpected error 23 or error 2 noted after battery insertion. Error 63 alarm was noted in the alarm history due to software error. The insulin pump had minor scratches noted on the display window.